Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The home patient (hp) was still connected. The supply bags were empty and there was solution in the heater bag only. The baxter technical service representative (tsr) asked if any bag came undone. Per the hp: no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on then a system error 2367 occurred. The hc was turned off/on. The hc went back to the press go to start prompt. The hp would finish with manual therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per the hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.